Event description:
The user received questionable ion selective electrode (ise) results for two patient samples after the ise unit was serviced. Of the data provided, the sodium result for one patient sample was discrepant and reported outside the laboratory. The initial result was 55 mmol/l with a data flag and the repeat result from the integra 800 serial number (B)(4) was 131 mmol/l. None of the patients were treated based on the erroneous results. No patients were adversely affected. The sodium electrode lot number was not provided. The field service representative determined the waste pump was intermittently not working. He replaced the waste pump and tubes that had collapsed due to age. To verify the analyzer operation, he performed an ise wash time, initialized the ise module, and ran an ise performance check. He initialized the system, calibrated successfully, ran quality control with results within the customer's ranges and ran a sample for a precision.

Manufacturer narrative:
On a subsequent service visit, the field service representative found there was a faulty sodium electrode, the tubing was run incorrectly, and a sensor was misadjusted. He replaced the electrode and adjusted the tubing and sensor. To verify the analyzer operation, he ran a precision study for sodium. The issue was resolved by replacement of the sodium electrode. The electrode in question was not retained therefore further investigation was not possible.